Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is noisy. Additional details state on start up, would not alarm.